Event description:
It was reported by the rep that during a lap chole procedure, the device jammed and would not open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.